Event description:
It was reported that the device had premature battery depletion and that there was high ventricular output programmed to capture in the ventricular. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion and the device met expected longevity.